Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 220mg/dl. The customer states he received a low battery alarm and blank display after replacing the battery. The customer stated the battery cap was corroded. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. A replacement battery cap will be sent to the customer. It is unknown if the blank display was resolved. The device will not be returned for analysis.